Event description:
The physician attempted to implant a medtronic wiktor rival coronary stent. Info provided by the physician indicated that the stent was in the coronary and it's location was unk. No other intervention or pt complications related to the use of the stent were reported.